Event description:
It was reported that the pt's lead was explanted 2 days after implant due to blockage at the lead tip (0 electrode position). The lead was replaced. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. The report was submitted late by the MFR's rep, retraining has been conducted.